Manufacturer narrative:
The investigation of the reported failure mode has been completed. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. After reviewing the logs, suction alarms were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient placed impella cp support for non-st-segment elevation myocardial infarction (nstemi). There were reported suction events, correlated with periods of ventricular dysrhythmia. The patient was started on amiodarone for dysrhythmias and systemic heparin for impella. Later, the pump was successfully weaned and explanted. The patient survived.